Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16b7r, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported uncomplicated placement of the interstim lead, stage 1. The hcp stated the patient complained of weakness in bilateral le. The hcp stated the patient was admitted for further observation although it was felt the weakness was not related to the device. The cause of the patient experiencing leg heaviness and inability to walk was possible polymyositis or other auto immune process. It was noted that the patient had a previous similar episodes. The hcp reported the leg heaviness and inability to walk had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16b7r, implanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va16b7r, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported the patient had ¿heaviness¿ in her legs postoperatively; she was unable to walk and was admitted overnight. There were no complications to the stage 1 surgery and placement of the lead was optimal along all motor and sensory responses. It was noted the patient had a history of this issue prior to surgery several years ago, but had not been treated or diagnosed with anything specifically. Initially stimulation was not turned on. Later that evening, stimulation was turned on using the verify remote and the patient felt stimulation rectally. An appointment with the healthcare provider was scheduled for the day of the report. Outcome remained unknown. No surgical interventions were reported or planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.